Event description:
CT (computed tomography) (B)(6) 2025 which demonstrated that the gda (gastroduodenal artery) coil had retracted back into the origin of the celiac artery/proximal aorta and the inner mandril wire was still attached extending into the right common femoral artery. There were no issues with coil deployment at the time of the procedure that I can recall. There was no indication that the coil mis-deployed or that there was any sort of coil failure. This appears to be a mechanical device failure that went undetected.